Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the pump powered up to a dim verify screen with discolored text. A battery compartment crack was found below the grip pad. The keypad cover was torn and peeling from the base. Due to the damages the function of the button was not tested. Removal of the keypad cover found contamination under the ¿up¿ and contrast button contacts. (B)(4).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, contamination was found under the button contacts and the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) 2015.